Event description:
As reported by the user facility: rn happened to notice a significant amount of air in tubing right after pump and right before connection to cap. This occurred approximately 6 hours after line change. This rn personally changed this line, so can attest that there was no air in the line at the time of the line changed, and that the med was primed on the pump. No pump alarm for air in tubing at any point in time. Rn switched tubing and pump, and patient was clinically unchanged.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Condition of returned samples: sample status: [x] no sample returned, [] sample returned. Test result(s): [] defect confirmed, [x] defect not confirmed.